Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the exact date of postoperative device breakage and patient pain is unknown; however, it began approximately two (2) months after the initial procedure. (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that a patient was originally implanted with a distal femur plate and screws on (B)(6) 2015. Approximately two (2) months later, the patient began experiencing sudden pain and was not able to walk. An x-ray taken on an unknown date confirmed that the screws were broken. A revision/explant procedure took place on (B)(6) 2015. The patient is reported as being bedridden. This report is 5 of 5 for (B)(4).

Manufacturer narrative:
A product investigation was performed ¿ the evaluation of the complaint article has shown that the screws are damaged and broken off just below the head as stated. Further investigation has shown that three of four head connections are deformed. The exact cause which has led to this occurrence was not able to be determined. It is assumed that a mechanical overload, as too much weight bearing did lead to the breakages. Furthermore it is assumed that the head connections got damaged by tightening, as they were not fully engaged to the screwdriver. The implants were manufactured between september 2010 and september 2013 according to the specification. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.